Event description:
It was reported dropped implant. Tooth number 7.

Manufacturer narrative:
Zimvie complaint number: (B)(4).

Manufacturer narrative:
Zimvie received one (1) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue debris attached to external threads. The implant engaged and disengaged from an in-house driver as intended during a functional test. No apparent damage was identified or signs of malfunction that would have contributed to the reported event. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1297262. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1297262 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation no root cause could be determined due to lack of event information. Therefore, based on the available information, and functional testing the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. B4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.